Event description:
It was reported that during unpacking of the 3.5x23mm multilink 8 stent delivery system (sds), the stent implant dislodged from the balloon during protective sheath removal. There was reportedly no resistance noted during removal of the protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another sds was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.